Event description:
It was reported that the device had an in-office battery voltagte of 2.82v, which was followed by an in-office battery measurement of 2.40v. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded - battery voltage - no anomalies found. The difference between the telemetered battery voltage and the daily battery voltage trend measurement within the analysis file was within expected limits. The device is part of the advisory for this model.